Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery with heavy calcification and 90% stenosis, pre-dilatation was performed with a 2.5x20 mm unspecified balloon catheter. A 3.0x23 mm rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. Reportedly, no force was applied during the unsuccessful attempts to cross the lesion. The sds was withdrawn and resistance was felt with the vessel during removal. A 2.75x23 mm rx xience prime sds was advanced and the stent was implanted. The procedure was successfully completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.